Event description:
It was reported that tandem mobi cartridge alarm occurred and cts confirmed cartridge alarm 30, with no indication that the issue impacted the customer¿s blood glucose level beyond safe limits. There was no adverse impact to the customer¿s blood glucose level. Cts instructed caller to remove cartridge from pump and deliver 9-unit bolus, which completed successfully, and caller was able to reload original cartridge and resume insulin therapy, so issue was resolved and no further actions were reported. Cts to replace pump. Customer will continue to use current pump.